Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage from the cable. Based on the results of the investigation results, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited image darkness. The issue occurred during the preparation for a procedure. The subject device was inspected prior to use. There was no report of any patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited image darkness. The issue occurred during the preparation for a procedure. The subject device was inspected prior to use. There was no report of any patient harm.